Manufacturer narrative:
The device was evaluated, and the reported issues of reduced angulation/play and light guide lens was cracked were confirmed. The right/left/up/down knobs were deformed, and the angle was reduced. The light guide lens was broken. The issue of foreign material was found in the channel tube was not confirmed, rather the suction tube was clogged. The bending cover was deteriorated and loose. The switch box and switch one (1) were deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, foreign material was found in the channel tube of the evis lucera elite colonovideoscope at the control section. Additionally, the scope had reduced angulation and play, and the light guide bundle lens was cracked. The issues were found during preparation for use. The intended diagnostic enteroscopy procedure was completed with a similar device with no surgical delay. The patient was not under anesthesia. The scope was used with the evis lucera elite video system center. No patient harm reported. This report is to capture the reportable malfunction of foreign material was found in the channel tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing method conducted by the user was different from method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "inspection of the suction function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. ·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.